Manufacturer narrative:
The investigation determined that a lower than expected vitros digoxin (dgxn) result was obtained from a single level of vitros therapeutic drug monitoring performance verifier iii (tdm pv iii) fluid lot x1172 when using vitros dgxn slide lot 1934-0270-0686 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue. The non-vitros biorad quality control (qc) fluid results obtained using vitros dgxn lot 1934-0270-0686 were outside expectation for level 2 leading up to the event. The customer noted that the immunowash (iwf) tubing was wrapped around the iwf motor and pump, and the tubing appeared kinked and deformed. Following the replacement of the tubing, the non-vitros biorad qc fluid and the vitros tdm pv fluids results obtained using the vitros dgxn lot 1934-0270-0686 returned to expected performance. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros dgxn slide lot 1934-0270-0686.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros digoxin (dgxn) result was obtained from a single level of vitros therapeutic drug monitoring performance verifier iii (tdm pv iii) fluid lot x1172 when using vitros dgxn slide lot 1934-0270-0686 on a vitros 5600 integrated system. Vitros tdm pviii lot x1172 dgxn result of 2.31 nmol/l vs. The expected result of 3.125 nmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros dgxn result was from a non-patient quality control fluid. Patient sample results were not processed during the timeframe that the qc results were outside of range. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).